Event description:
C-cc-dc - kit components damaged or out of spec; it was reported that the 3-way port of the flotrac sensor was broken before use. There were no patient complications.

Manufacturer narrative:
Customer report was not confirmed. Received (1) incomplete flotrac kit. Both IV set and pressure tubings were not returned. No leakage was observed from flotrac stopcock or housing. Visible inspection of entire flotrac housing did not reveal any damage.